Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the stent delivery system (sds) was attempting to advance through a previously implanted stent, which likely contributed to the reported difficulties. There was no damage noted to the stent prior to use which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. It is likely that the stent caught on the previously implanted stent during advancement damaging the distal struts, and further interaction with the lesion/anatomy during retraction would have contributed to the further damaging and moving the stent on the balloon and resistance during retraction. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no incidents reported for loose stent or difficult to remove for this lot. The reported difficulties appear to be related to the operational context of the procedure. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters.

Event description:
It was reported that a non-abbott stent had been implanted in the left main coronary artery to the proximal left anterior diagonal (lad) during a previous procedure. Pre-dilatation was performed in mid lad, and the promus stent delivery system (sds) was advanced to the lesion. During advancement, the stent implant became stuck with the proximally implanted stent, resulting in difficulty removing the sds and heavy damage to the stent implant on the sds. Additionally, the stent implant was reported to be almost dislodged. The sds was removed from the patient and another promus stent was implanted successfully to complete the procedure. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.